Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g11025, h11f24020, and h11e21028 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of made mistake/touch contamination/does not wear mask or gloves, poor hygiene and peritonitis with culture positive for (B)(6) coincident with dianeal pd2 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was reported as patient made mistake/ touch contamination, does not wear mask or gloves, poor hygiene and the patient had a cat in the room with her. Treatment was not reported. On (B)(6) 2011, the patient was discharged and was recovering from the event of peritonitis. Outcomes for the events of touch contamination, does not wear mask or gloves and poor hygiene were not reported. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis with culture positive for (B)(6) was unrelated to dianeal and extraneal therapies. The nurse did not provide causality for the events of made mistake/touch contamination, does not wear mask or gloves and poor hygiene.